Manufacturer narrative:
G4:15mar2021. B4:18mar2021. Technical support (ts) confirmed the reported problem with the customer. The customer replaced and installed the rp-user interface, pcba,ui to resolve the reported issue. The unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported dark display. The (user interface) ui pcba and (liquid crystal display) lcd has been replaced but the display is still too dim to read. When powering on into diagnostic mode, the user can faintly see in formation on the screen. Device not getting any power. There was no patient involvement.